Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgeon was impacting g7 cup. The insert for the cup impact broke while hitting the impactor. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of receiving inspection records and supplier device history records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Change notice (B)(4) and change order (B)(4) were done to change the heat treat condition to h1050 to decrease the brittleness of threads. The product was manufactured prior to these changes. However; the location of the fracture is unknown as the device was not returned. Hence, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.